Event description:
A malfunction was reported with the customer's pump, but no notable events occurred before the issue, and the customer's blood glucose level did not exceed 500 mg/dl. The customer had a warranty for the pump, and tandem technical support agreed to replace it. The customer planned to use multiple daily injections (mdi) as a backup therapy until the new pump arrived, which would include updated software. Instructions regarding the use and return of the pump were provided, and the customer acknowledged understanding these steps.